Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer reported that button was hard to push, sticky and sometimes unresponsive. They also complained of unexplained or random no delivery alarm, scratches, damage, and the rainbow effect on the screen. The device will not be returned for analysis.